Event description:
It has been reported to co that upon opening the packaging of this device it was noticed that the gasket of the device had dislodged. There was no pt involvement. The device is being returned for analysis